Manufacturer narrative:
Other text: please disregard the initial report submitted with MFR number: 3012307300-2021-09805. The event should not have been reported.

Manufacturer narrative:
One smiths medical medfusion pump was returned for analysis with a damaged bottom case seal. Event log history was performed and indicated that battery communication timeout was recorded in history. During analysis, the reported issue was unable to be duplicated, all the reading of battery was within the required specifications. It was noted that normal was the cause of the reported issue. Service replaced battery, performed preventive maintenance and all functional testing. Based on the evidence, the complaint was confirmed, and the problem source of the reported event was noted to be normal wear.

Event description:
Information was received indicating that a smiths medical medfusion pump exhibited battery communication time out error. No adverse effects were reported.